Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. During decon, a test mixing pump installed in decon for unit to cool. Mixing pump was serviced during the pm process. The l-tube & double l-tubing appears distended/expanded however water flow was not impeded, it will be replaced preventatively. The device underwent pm servicing while in for repair. Cleaned condenser coil. Cleaned tank and level sensor. Serviced circulation pump. Replaced the heater, manifold o-rings, drain valves, tank tubing and the coin cell. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that was not cooling and had a bad mixing pump, device was due for the 2000 hour preventive maintenance service. Per sample evaluation results received on (B)(6) 2023, it was reported that the l-tube and double l-tubing appeared distended or expanded however water flow was not impeded, it would be replaced preventatively. It was noted that the l-tube and double l-tubing were replaced.

Event description:
It was reported that the biomed had an arctic sun device that was not cooling and had a bad mixing pump, device was due for the 2000 hour pm service, sending quote.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.